Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to loss of benefit and poor performance. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.